Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the motor device would start and stop when the attachment device was connected was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the attachment device was heating up. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had a worn bearing, vibration, and heat. It was further determined that the device failed pretest for vibration and temperature assessment. It was noted in the service order that during an unspecified surgical procedure it was observed that the motor device would start and stop when the attachment device was connected. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.